Event description:
Rptr had breat implants placed in 1984. She had numbness in the surgical area. She has had a total of 3 breast surgeries. She had calcium deposits and 2 capsular contractures. The implants ruptured. She c/o carpal tunnel syndrome, short-term memory loss, elevated cholesterol or triglicerides, chronic arm pain, chronic constipation, and substantial hair loss not connected with medications.